Event description:
Reportedly, five home monitors were not functioning as expected. Although they successfully paired and properly initiated the boot process, the status lights turned off shortly afterward. The issue is suspected to be related to either a loss of data connection with the sim card or a transmitter malfunction. This topic has been discussed with the rms team.

Manufacturer narrative:
Log review confirmed that, once tested, the device successfully connected to the back office, indicating proper functionality. The issue was therefore attributed to local network conditions. Additionally, the logs of the other home monitors received in this case were reviewed and showed similar behavior, further supporting that the issue was not device-related but linked to local network. No malfunction of the home monitors was identified.

Event description:
Reportedly, five home monitors were not functioning as expected. Although they successfully paired and properly initiated the boot process, the status lights turned off shortly afterward. The issue is suspected to be related to either a loss of data connection with the sim card or a transmitter malfunction. This topic has been discussed with the rms team.